Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified surgical intervention took place on (B)(6) 2015 at which time the patient's scs ipg was explanted and replaced with a different model ipg. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg will not communicate with the charging system. An sjm representative met with the patient and attempted to establish communication with other charging systems to no avail. The patient reported he lost a significant amount of weight since scs system implant. Surgical intervention may take place at a later date to address the issue.